Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, the 5max ace reperfusion catheter was found kinked and was not used.

Manufacturer narrative:
Result: the 5max ace reperfusion catheter was fractured approximately 3.5 cm from the hub just distal to the proximal strain relief. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max ace reperfusion catheter was kinked while being removed from the packaging. Evaluation of the returned product revealed a fracture in the proximal shaft of the catheter. This type of damage typically occurs when the product in improperly handled during removal from the packaging or during preparation for use. If the product was removed from the packaging hoop at an angle while force was being applied, this type of damage may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.